Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of swelling is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physiochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
This is the same event and the same patient reported under MDR ID#3005113652-2014-00641. This MDR is being submitted for the second suspect product, juvederm ultra xc, also a device manufactured by allergan. Healthcare professional reported that after injection with juvederm ultra xc in the oral commissures and nasolabial folds and juvederm voluma xc bilaterally in the lateral malar, the patient experienced swelling all over the face, cheeks, and under the eyes. Patient was treated with prednisone injections, hylenex, cipro and biaxin. The following week, "the patient looked good and had less swelling," and was prescribed minocycline. Patient returned to the healthcare professional approximately one week later and presented with worsening swelling, and was treated with additional hylenex.